Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to a wire was stuck inside the lead. The lead was never in service. No adverse patient effects reported.